Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and the inability to not pump up the implant. A patient outcome of no further complications was reported.